Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 ¿ medical product: unk cement catalog # unk lot # unk. It was previously reported on MFR # 0001825034-2023-01753-1 that there is no issues with zimmer biomet device, as the event was the result of a patient condition. However, upon receipt of additional information, it is now verified that this device is related to the event.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is loose tibial component, revised, removed cement, pain, swelling, stiffness, knee brace/assistive device, limitations with adls and clicking of knee. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. There is no issues with zimmer biomet device, as the event was the result of a patient condition. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. There is no issues with zimmer biomet device, as the event was the result of a patient condition. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason in knee. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 ¿ concomitant medical product: series a pat thn 34 3 peg catalog # 184786 lot # 361710. E1 vngd ps tib brg 71/75x12 catalog # ep-183642 lot # 772640. Vngd ps open intl fem rt 60 catalog # 183104 lot # j3882188. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2023-01750. 0001825034-2023-01754. 0001825034-2023-01755 h3 other text : product location unknown.